Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to remove surgical intervention, and add pc scar tissue to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4), code: scar tissue.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent an unspecified breast surgery with two 700cc mentor memorygel silicone breast implants has experienced, unexplained systemic symptoms postoperatively, including severe fatigue, pain, deformity, and cardiac arrhythmias. The patient reported that she had breast cancer reconstruction and implants put in (B)(6) of 2018, and ever since she had issues. She has had around 5 surgical interventions for deformity, or scar tissue removal but never got the implants removed. She states that out of nowhere she has fatigue pain, and when she lays down on her side, arrhythmias. The patient called the mentor, inquiring about any recall, mentor advised that we have no recalls, and if she would like to proceed with the claim file, she would have to have a doctor she trusts to give mentor a call with her diagnosis. She stated that she saw a cardiologist that told her to get them out as soon as possible, but as for now she has not contacted any other doctor and has no diagnosis on what is going on. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.